Event description:
Per complaint (B)(4), a cover screw fractured within the head of a patient's dental implant during initial placement. The implant was removed along with the fragment. The procedure was completed within the same visit. No adverse patient consequences were reported.